Event description:
Pt placed under anesthesia. Attached to ventilator. Pressure alarms noted with no resp. Removed from ventilator. Pt bagged very easily. Equip inspected and membrane was noted to represent in the resp. Circuit (white tube - outflow) the membrane completely occluded the tube. No injury.